Event description:
It was reported by service report that the brakes could not be engaged; head end jack could not be pumped up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Cam bracket assembly; pump pedal assembly extension spring.